Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
While checking patient, representative noted lead noise on a recording. Home monitoring alert on (B)(6) 2025 for impedance greater than 3000 ohms. Going back to (B)(6) 2024, impedance has been intermittently out of range but then in normal ranges in 2025 until recently. Representative will have patient do isometric exercises to see if noise is noted during follow up. Lead remains implanted.